Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2020, a sensor scan of 200 mg/dl was received and then self-treated with insulin (dose unknown). The customer experienced a loss of vision 5 minutes after the insulin treatment and required third-party treatment of sugar and juice. The following day, the customer received a sensor of 110 mg/dl as compared to a reading of 80 mg/dl from a built-in meter. The comparative readings were obtained more than 10 minutes apart and a third-party administered insulin (dose unknown) and then water, juice, and cola as treatment. The customer experienced symptoms described as ¿vision loss, dizziness, tremor, and paralyzed jaw¿ and was unable to self-treat. The customer was taken to the hospital where they were admitted and treated with insulin (dose unknown) to reduce their high glucose level. There was no report of death or permanent injury associated with this event.